Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with a scratched screen and no labels removed. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined. To further investigate, functional tests were performed. The moment the device was powered up, it started double beeping. It was determined to be due a downstream sensor issue; the downstream sensor will be replaced.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. It was received with no cracks or physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of alarms displayed. To further investigate, a functional check was performed. The reported problem was confirmed. It was found that the dso, downstream occlusion sensor, was inoperable. The dso failed calibration; it was stuck at 129mv. The dso will be replaced during repair.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited constant "cassette not attached properly and reattach cassette" alarm". No patient injury reported.